Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The lead was explanted and replaced when the patient presented in the operating room for a generator change-out due to normal eri. The patient was stable.